Manufacturer narrative:
A siemens healthcare diagnostics inc. (Siemens) headquarters support center (hsc) specialist reviewed the information provided by the customer to determine the cause of the discordant hcg result and found no systemic nor reagent issue. The instrument did not produce an instrument or sample error and internal quality controls recovered within range at the time of the event. The cause of the event is consistent with a sample integrity issue which can be caused by pre-analytical factors- including sample tube mixing issues, centrifuge speed and time deviation from the tube manufacturer's instruction for use (IFU), and sample handling issues. The instrument and reagents are performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated human chorionic gonadotropin (hcg) result was obtained on a patient sample on the dimension vista 1500 instrument. The discordant was reported to the physician, who questioned the result. On the next day, the same patient sample was re-run on the same instrument and an alternate dimension vista 1500 instrument, resulting lower than the initial result. A new patient sample was also drawn for this patient and run on both (affected and alternate) instruments. A corrected report was provided to the physician. There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated hcg result.